Manufacturer narrative:
The reported complaint is confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Gross visual examination of the sample did not identify any kinked. Broken, looped or damaged fibers on the outer circumference of the fiber bundle that would indicate an internal leak. Further inspection noted the polyurethane material on both the cavity and non-cavity ID end to be intact; inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer unit. The dialyzer was subjected to a destructive disassembly laboratory test. The fiber bundle was removed from the dialyzer housing and then the cavity ID end of the fiber bundle was then cauterized to create a seal on the exposed fiber ends. During the leak test the investigator was able to isolate the leak which was observed to be a short fiber on the outer perimeter of the fiber bundle at approximately 160 degrees (with the dialysate ports at zero degrees). An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample was evaluated by the manufacturer.